Event description:
Baxter IV tubing for infusion pumps found to have separated into two at the access port after spiking a new bag of medication. Medication never hooked up to patient. Medication spilled out into pump and pump unable to be used.